Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: thermocool smart touch sf bidirectional catheter (model# d134805, lot# 17755482l). (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with a pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During mapping phase, cardiac tamponade was confirmed with intracardiac echo (ice). The case was cancelled. Pericardiocentesis was performed by the physician noting that the bleeding continued after reversal and removing the pentaray catheter. An unknown surgical intervention was performed. Patient outcome is unknown. Extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The physician stated that the pentaray was in the left superior pulmonary vein and feels that the pentaray catheter slipped and perforated the appendage. Patient¿s age and disease were cited as factors that might have contributed to the event. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a sjm brk transseptal needle. An agilis sheath was used during the procedure. Ablation was not performed during the case. The patient received anticoagulant during the procedure with an activate clotting time (act) of 50-300 seconds.